Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/18/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter. The delivery device was observed outside the loading device. The white plunger was not observed in the photograph. The seal was observed in the loading device body. No visual defects were observed. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter. The delivery device was observed outside the loading device. The white plunger was not observed in the photograph. The seal was observed in the loading device body. No visual defects were observed. A visual inspection was conducted on 05/23/2023. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. The seal was observed in the loading device. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 1.96 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.46 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. The lot # 3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) according to IFU in opcab, but in the process of separation, after installing the seal on the delivery device normally, the sealing is caught in the process of separating the loading device, did not load normally, and only the delivery device comes out. The product was exchanged and the surgery was successfully completed. No procedural delay. There was no abnormality in the patient's condition.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.